Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's hook/spatula to be broken. The spatula was broken and missing. The piece that was missing measures roughly 0.52. The spatula broke completely off the yaw pulley. The pulley did not exhibit further damage. Failure analysis concluded that the damage may be due mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's ceramic sleeve was broken which measured roughly about 0.33. The instrument's grip cables was derailed off of the idler pulley rail where it was found to be sitting on the pulley. This may cause instrument improper movement. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken/missing spatula and broken ceramic sleeve found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a piece from the permanent cautery spatula instrument was observed to be broken. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.